Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a contact pin in the connector was pushed in. It was determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. It was determined that this what caused the e5 error . Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of the sets, it was discovered that the motor device had an e5 error code. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.